Event description:
Caller states patient tested 1.0 inr on the coaguchek xs system while a comparison lab returned as 1.5 inr. Patient's coumadin dose had been increased over several office visits. Patient had recently been discharged from the hospital for a pulmonary embolism; no treatment information provided. No adverse event related to the device reported. Requested return of suspect system and replacement was sent.